Manufacturer narrative:
The service tech found the side rail latch cover is smashed and is preventing the latch from hooking onto the latch pin. The tech replaced the side rail latch guard to resolve the issue.

Event description:
The account alleged the side rail will not raise. No patient impact.